Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. It is unknown if the subject device will be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery of the distal humerus (side unknown) on (B)(6) 2017, the surgeon was manipulating the probe of the depth gauge from an variable angle evaluation set by bending and pulling, when it broke off at the back-table; nowhere near the patient. The surgery was finished with another depth gauge. The surgery was successfully completed without any surgical time delay or additional medical surgical intervention. The patient outcome was not available for reporting. This report is 1 of 1 for (B)(4).